Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device and patient identifiers were not provided. Any omitted information was not available at the time of initial event report. Correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Stent obstruction is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that one month following an uneventful cataract surgery with istent implantation, the snorkel of the stent was obstructed by the iris. The patient's intraocular pressure (iop) has fluctuated with an increase from 7 to 10 mm hg. A glaukos medical monitor consultation was completed on (B)(6) 2017 during which it was noted by the medical monitor that the slight iop increase would not require iop lowering intervention. Possible treatment options were discussed, which include yag or argon laser to shrink the iris and reverse the stent occlusion followed by use of a steroid or non steroidal anti-inflammatory drug. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR reference # (B)(4).

Event description:
A second glaukos medical monitor consultation was completed on (B)(6) 2017. The medical monitor and surgeon discussed appropriate levels for yag and argon laser. Clinical follow-up was requested and on (B)(6) 2017 the surgeon provided the following additional details. The stent obstruction was treated with yag laser approximately seven (7) weeks postoperatively, which was effective. The patient¿s status was reported as good and the event was resolved.